Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the buttons on his insulin pump were unresponsive and the device was frozen. Customer was instructed to revert to backup treatment plan. Nothing further repoted.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Time clock advance with no frozen display or button error alarm observed during analysis. A cracked reservoir tube lip, scratched lcd window and scratched reservoir window noted.